Manufacturer narrative:
The manufacturer representative (rep) went to the site to test the imaging system. The scans for the case were high quality with good contrast. When the images were transferred to and reconstructed by the stealth they were very bright throughout the spinal column with minimal contrast. System checkout performed and fully functional. The rep is going to perform a checkout of the stealths as the site is unsure which unit it was. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the system was having issues with the images coming across as washed out and grainy after a spin. There was no reported impact to the patient. Medtronic received information that the procedure was delayed less than one hour due to the reported issue. It was reported that the facility was attempting to navigate off of synthetic lateral images instead of the preferred trajectory views, resulting in the reported issue. Additional information was received stating that the image was not annotated nor stitched. The image was phenomenal, no issues. And when transferred to the stealth it looked perfect; someone had simply changed a view from trajectory to synthetic lateral which is clearly lower quality fluoro image compared to the 3d spin.

Manufacturer narrative:
H3: software analysis completed. It was determined that that is not a software issue. According to complaint data, issue is due to workflow technique. The view was changed from trajectory to synthetic lateral which is clearly lower quality fluoro image compared to the 3d spin. The image was not annotated nor stitched. The image was phenomenal, no issues. And when transferred to the stealth it looked perfect; someone had simply changed a view from trajectory to synthetic lateral which is clearly lower quality fluoro image compared to the 3d spin. There is not indication this event is software related. Software functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.